Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11403. It was reported, the pt was experiencing heating while charging the ipg. The pt was advised of the charging recommendations. Follow up identified the pt was able to charge, but reported after 30 minutes of charging the skin feels hot. The pt was advised to charge more frequently and for less time.